Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed') in a (B)(6)-year-old female patient who had essure (batch no. 627315) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included panic disorder, anxiety, depression, psychotherapy and ovarian cyst. Culture: >100,000 cfu/ml proteus mirabilis. Previously administered products included for an unreported indication: sertraline. Concurrent conditions included carpal tunnel syndrome. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psych injury/psychological or psychiatric problems ¿ depression"), menorrhagia ("abnormal bleeding (menorrhagia,"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), dysmenorrhoea ("dysmenorrhea;") and anxiety ("psych injury/psychological or psychiatric problems ¿ anxiety"). On (B)(6) 2017, the patient experienced urinary tract infection ("uti"), 8 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and migraine ("migraines / headaches"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, urinary tract infection, menorrhagia, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for- bladder/urinary problems diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: plaintiff fact sheet revived, event outcome added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.